Event description:
It was reported that a key was missing in an interlink y-type blood solution set. The reported condition was observed before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.the sample was received for evaluation; however, the evaluation has not yet been completed. A supplemental report will be submitted upon completion of the evaluation or if additional relevant information becomes available.